Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4atm when inflated for 5 seconds upon first inflation. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.